Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm and then screen turned off, received another pump error alarm, but did not recall the error number or specific details and just now received critical pump error with open book image. No harm requiring medical intervention was reported. The customer was declined troubleshooting. The device will not be returned for analysis.